Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited shock impedance measurement high out of range greater than 125 ohms. Technical services (ts) noted the lead has been trending upwards very gradually, and discussed programming options,. There was no adverse patient effects reported. The device remains in service.